Manufacturer narrative:
A replacement glidescope core quickconnect cable was provided to the customer and the core quickconnect cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core quickconnect cable and confirmed the reported image freeze / image dropping out issue. When the core quickconnect cable was connected to a known, good, test monitor and known, good, test bflex bronchoscope, the image "dropped out". Visual inspection of the glidescope core quickconnect cable revealed the connector magnet was missing. The camera image quality test was performed and failed. The technical service representative attributed the image freeze / image dropping out issue to the damaged core quickconnect connector. Since there are no repairs for this device and since the customer has already received a replacement glidescope core quickconnect cable, the returned core quickconnect cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope operations and maintenance manual (omm) notes that: "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope core quickconnect cable, the image would freeze and drop out. The customer tried two (2) other glidescope bflex bronchoscopes, but the freezing and image dropping-out issue persisted. On examining the quick connect cable, the customer noted the connector end that connects to the bronchoscope was missing the "magnetic part". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.